Event description:
A customer reported obtaining unexpected negative reactions with the antibody screening assay when testing a patient's sample containing anti-e on the galileo echo ((B)(4)).

Manufacturer narrative:
Review of results files for sample (B)(6) in batch (B)(4) showed negative reactions for all 3 cells of capture-r ready-screen (3), lot #r209. Test well images visually appeared negative as expected. No antibody identification panel was performed on the echo. Review of color check images showed that no sample was dispensed into the test wells. A different patient sample that was tested on the same batch was pipetted after this sample was dispensed into the wells. Unable to rule out that sample contained bubble on the surface. The customer was informed of (B)(4), notice regarding liquid level detection and sample dispense on the echo. The product is performing as expected.